Event description:
A baxter homecare services representative (hcsr) contacted (B)(4) via email to relay report received from the home patient (hp) for minicap in which the caps were noted to be dried out during setup on unknown date(s). On (B)(6) 2011, (B)(4) spoke with the hp who stated that the sponge was white and appeared not to have any povidone iodine present. She stated that she was not using the cycler at the time, she was performing manual exchanges. She stated therapy is going well and reported no injury or medical intervention.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted. This report addresses product quantity 1 of 20.

Manufacturer narrative:
(B)(4). This complaint was not confirmed because, the sample was not returned for evaluation. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.